Event description:
On (B)(6), 2014 I had a medtronic spinal cord stimulator implant placed due to failed cervical spine surgery syndrome. It is model # 97714. Although I have gotten some pain relief in the nerve distribution for which it was implanted, I have developed severe debilitating muscle spasms in my back and shoulder on the left side. I now need more pain medication and muscle relaxants than I needed prior to the implant. I have also developed hot flashes and chills. The site of the battery pack insertion is painful but my surgeon looks at it and says everything is fine. He has no explanation for the muscle spasms other than to say it is probably neuritis due to the lead placement in my spine.